Event description:
It was reported that a patient was undergoing an achilles repair and the implant did not function which required the surgeon to place an additional implant.

Manufacturer narrative:
It was reported that a patient was undergoing an achilles repair and the implant did not function which required the surgeon to place an additional implant. The surgeon was not able to remove the initial implant anchor at the time so the initial anchor was left in place and the new anchor was placed right next to the initial anchor. No sample is available to return for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.